Event description:
It was reported to boston scientific corporation that a coredx biopsy forceps was used during a lymph node biopsy procedure performed on an unknown date. During the procedure, the forceps could not be moved and was worn-out. Another coredx biopsy forceps was used to complete the procedure. No patient complications have been reported as a result of this event. The event has been deemed a reportable event based on the investigation results of jaws failed to close. Please see block h10 for full investigation details. Boston scientific has been unable to obtain additional information despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device code a051104 captures the reportable investigation finding of jaws failure to close. The returned coredx biopsy forceps was analyzed, and a visual inspection observed the jaws was returned open and no damages were noted. A functional test found the jaws could not be closed. X-ray analysis observed the pull wire was detached from the core wire attachment. The reported complaint is confirmed. Based on all available information, it is most likely procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device. These damages could have lead to jaws unable to open and closed during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.